Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed that the pump did not charge despite using the tandem charging equipment and wall adapter, as well as a different wall adapter. Technical support arranged for a replacement tandem cable and wall adapter to be sent via two-day shipping and suggested that the customer consult a healthcare professional if the battery depletes before receiving the replacement supplies.